Event description:
The customer called regarding the reservoir leaking from the 0 rings. It was indicated that the customer was advised of the causes for the reservoir to leak. Instructed customer to call back if anomaly persists.